Manufacturer narrative:
Concomitant medical product: product ID mc1vr01-delsys. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient developed hypotension and facial congestion. An echocardiogram suggested pericardial fluid with inflow variability; pericardial effusion. Emergent pericardiocentesis was performed for cardiac tamponade and 480 milliliters of sanguineous fluid was removed with complete resolution of pericardial fluid and recovery of blood pressure to baseline status. The implanting physician said that while using the wire in the atrium there may have been a small perforation that resulted in a slow leak that gradually got worse. The physician indicated there is no way to know for sure the cause of the perforation. Repeat echocardiogram the next day showed no pericardial abnormalities and the drain was removed. The patient was discharged home the following day and the leadless implantable pulse generator (ipg) remains implanted. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.